Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by cloudy effluent and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be septic shock. The cause of the bacterial peritonitis event was unknown. Hospitalization began on the same day as the bacterial peritonitis diagnosis. On the day of the bacterial peritonitis diagnosis, the patient was treated with vancomycin (1.5 grams for 1 dose, intraperitoneally (ip)) and ceftazidine (1 gram for 1 dose, ip). Two days after the onset of bacterial peritonitis, the patient was treated with cefazolin (route, dosage, frequency, and duration not reported). It was not reported if the patient was recovered from the bacterial peritonitis event prior to passing away. The patient passed away at the hospital 17 days after being admitted. On an unreported date during the hospitalization, pd therapy was discontinued and the patient was started on hemodialysis. An autopsy was not performed. Additional information was requested, but is not available. This is report 4 of 4.